Event description:
It was reported that while using bd vacutainer® eclipse¿ blood collection needle, the non-patient sleeve bent inside the tube and caused issues removing the tube back from the needle. This event occurred 1 time and no report of adverse or injury. Phlebotomist was able to carefully remove the tube and the needle from the patient's arm.

Manufacturer narrative:
H.6 investigation summary: material #: 368608. Lot/batch #: 3163533. Bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing, each used to draw 10 vacutainer tubes, and no issues were observed relating to sleeve side-piercing as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode sleeve side-piercing. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® eclipse¿ blood collection needle, the non-patient sleeve bent inside the tube and caused issues removing the tube back from the needle. This event occurred 1 time and no report of adverse or injury. Phlebotomist was able to carefully remove the tube and the needle from the patient's arm.